Event description:
It was reported when using the pyxis medstation es system encountered door failure. A customer has reported that a user is unable to dispense medication due to a malfunction, which has resulted in a delay in patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es encountered door failure. A customer has reported that a user is unable to dispense medication due to a malfunction, which has resulted in a delay in patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field has been updated with the correct information: b5, d1, d4, e2, e3, g1, h4, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer reported that tower door 3 had failed. A field service engineer (fse) confirmed that the issue was resolved by following the knowledge article ¿recover a storage space - bd pyxis¿ medstation¿ es.¿.